Manufacturer narrative:
The available information suggests this system will not be removed from the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shocking lead impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) discussed the impedances have been stable in the 120's and recommended increasing the out of range alert to 150 ohms. This ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating this patient had a ventricular fibrillation (vf) arrest. Multiple shocks were delivered however the rhythm was not converted. On device interrogation a code 1005 was observed indicating a shock impedance measurement exceeded 145 ohms. Review of shock impedance trends over the past year revealed values in the 130 ohm range, including a measurement of 148 ohms. All delivered shocks during the vf arrest had shock impedance values of greater than 125 ohms. Following the vf arrest the patient was intubated and unresponsive. Subsequently, life support was withdrawn and the patient expired a few days later.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shocking lead impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) discussed the impedances have been stable in the 120's and recommended increasing the out of range alert to 150 ohms. This ICD system remains in service. No adverse patient effects were reported.